Event description:
Additional information was received from the surgeon who also reports the patient experienced "no near vision". The event resolved following the iol exchange.

Event description:
A customer reported that following an intraocular lens (iol) implant procedure, the patient experienced diplopia, and the iol was exchanged. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was not received. (B)(4).

Manufacturer narrative:
Evaluation summary: additional information was provided which indicated the use of an unapproved viscoelastic. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. (B)(4).